Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge and handpiece were used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Add'l info has been requested. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a mechanical dislocation. Add'l info was received that the dislocation was due to a malfunctioning haptic. The pt is reported to be doing well. Add'l info was reported.